Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Without the entire lead, a complete evaluation cannot be performed. The damage found was sustained during the surgical procedure.

Event description:
It was reported that several inappropriate shocks were caused by oversensing and noise. The noise was observed on the rv pace/sense channel. The lead was capped.